Event description:
Approx (B)(6) ago, I found that after trying to insert my contacts after they had soaked in clear care overnight, the burning in my eye was so intense that I had to immediately remove the lens. I tried soaking the lens in the same product but with fresh solution again, overnight, but got the same result, the same burning. Last (B)(6), I saw an ophthalmologist because of pain in the right eye. He did not find any damage. So, once again, I tried the clear care and got the same burning. I have used this product for at least 4 years, so to suddenly have a problem is surprising. The only thing that I noticed that is different about the clear care is that ciba has added hydrogen peroxide to the ingredients. Add'l exp date: 3/31/2013.